Manufacturer narrative:
H.6. Investigation summary: material #: 36488000. Lot/batch #: 3146523. Bd had not received samples, but 1 photo was provided for investigation. The photos were reviewed and the indicated failure mode for broken hub was observed. Additionally, 48 retention samples from bd inventory were evaluated by visual examination, and another 12 retention samples by torque testing, and the issue of broken hub was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode broken hub. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® blood transfer device holder with female luer adapter, the device broke at the hub. No patient impact reported.